Manufacturer narrative:
The user reported differences between the bgm and cgm system. Escalation analysis indicated that there was no malfunction within the system. Customer care recommended that the user continue to use the system and to calibrate as requested.

Event description:
On july 2nd 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.this MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria.